Event description:
The customer reported issues with the touchscreen occasionally unresponsive to touch, making it difficult to access buttons or information promptly. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting as they are out of warranty and in the process of obtaining a new device, so no additional information or outcome details were available.